Event description:
The report we received from a voluntary medwatch report indicated that when removing the arterial sheath, the technician noted resistance, and advised the physician. The technician was instructed to continue to remove the sheath. Upon removal, it was noted that the tip of the sheath had broken off into the pt's femoral artery. The pt was taken to the operating room for removal of the foreign body.

Manufacturer narrative:
The product is not available for evaluation. Additional information has been requested, and will be submitted within 30 days from receipt.